Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was preformed and passed. A review of the data log was performed and inaccurate cgm values was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).